Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer&#38112;blood glucose (bg) level was 573 mg/dl the customer indicated that the cartridge would be changed and a bolus would be administered. Also, it was reported that the customer experienced a low bg level of 64 mg/dl earlier in the morning and it was addressed with glucose tabs/sugary foods.